Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a procedure was performed to replace the uncoupled lamina hook from l2 to l1. The surgeon discovered via a CT exam that the lamina hook at l1 was uncoupled and the hook was stuck at processus spinosus at l1. At a later date, the surgeon decided to do a follow-up due to the patient not experiencing any symptoms. Device will not be returned for investigation. No additional information is available at this time. This is report number 1 of 1 for (B)(4).